Event description:
It was reported that during the procedure, the resistance was felt when deploying the stent and the stent was unable to open. Therefore, antiaggregant was provided to the patient. No further information is available for now.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Manufacturer narrative:
The device remains implanted in patient.

Event description:
It was reported that during the procedure, the resistance was felt when deploying the stent and the stent was unable to open. Therefore, antiaggregant was provided to the patient. No further information is available for now.